Event description:
Patient admitted (B)(6) 2019 due to intermittent pump stop alarms. Alarms stopped once lvad attached to a non-grounded power cord. Driveline x-rayed with noted internal driveline wire frayed. Patient deemed too high risk for additional surgery so sent home (B)(6) 2019 with a non-grounded power cord. On (B)(6) 2019, patient admitted with shortness of breath and continuous lvad alarms. It was decided to perform an lvad exchange. During work up for exchange, patient decompensated after pump stopped working. Family decided to withdraw care.